Manufacturer narrative:
The ecm tissue sample was not returned to cormatrix for evaluation. Manufacturing records for lot m15g1170 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. This is the only event associated with lot m15g1170 to date. The product IFU states under warnings and precautions, "excessive hydration may result in delamination. If delamination is observed, do not use the cormatrix ecm." Under the instructions for use, "hydrate the cormatrix ecm by placing it in a bowl of sterile saline or other sterile isotonic solution for approximately 1-2 minutes prior to use... It is recommended that the ecm not be excessively handled or manipulated prior to use... If delamination is observed, do not implant the cormatrix ecm."

Event description:
On (B)(4) 2015, cormatrix cardiovascular became aware of an event involving the use of cormatrix ecm for vascular repair and a reported case of delamination. Details of the event are provided below. It was reported that during a case involving a male patient, in his 60's, a 1x10 ecm model # cmcv-013-609, lot # m15g1170 was observed to delaminate, and peel back upon approximately 35 seconds of hydration in saline solution. No report of procedural delay and no patient impact as the product was discarded and a new product from the same lot was used with no observed incident. Sample was thrown out and will not be returned. The patient is doing well.